Event description:
Customer sends device directly to manufacturer for repair, claiming that the device does not build up sufficient pressure. Based on the information received, the potential risk associated with the reported event is classified as serious since insufficient ventilation caused by not reaching set pressure could lead to hypoxia. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
(B)(6). Patient information is considered confidential and will not be released by the hospital.